Event description:
It was reported that patient presented to emergency room with experienced of low heart rates and chest tightness without capture by the right ventricular (rv) lead. The rv lead threshold was high, above where the output was. The rv lead threshold was re-established and paced at normal rate. Eventually on (B)(6) 2025, the physician had decided to cap, and a new lead was replaced. The patient was stable throughout.